Event description:
(B)(6), father stated tubing was leaking at the filter area this morning. Tubing had been changed yesterday morning. Denied symptoms. Lot number of new tubing used this morning was 3624829. No further details provided.